Manufacturer narrative:
Unit had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error alarm due to unresponsive button. Motor passed motor test. (B)(4).

Event description:
Information received by medtronic indicated that their insulin pump had motor error alarm. Customer reported the drive support cap was normal. Customer did not received motor position encoder alarm. Customer stated the insulin pump was not exposed to a high magnetic field. Customer was able to clear alarm and able to complete rewind. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.